Event description:
It was reported that the patient received an inappropriate shock, and the lead integrity alert (lia) triggered. The lead exhibited t-wave oversensing (twos). Further investigation revealed that the patient was living in an ungrounded trailer at the time, and would receive a shock every time a metal fixture was touched. The patient will either get the trailer grounded or move. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.